Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. Programming changes were discussed but not made. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the lead was explanted and replaced due to over-sensed noise. The patient was stable.

Event description:
New information received notes that sensing noise resulted an pacing inhibition, which caused the patient dizziness. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information: a4, b5, and h6.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.